Manufacturer narrative:
Concomitant medical product: 6940-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured as high impedance and threshold were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.